Manufacturer narrative:
The device was not explanted. The patient is still on antibiotics and is recovering. Review of the manufacturing and sterilization records did not find any nonconformities related to the device.

Event description:
It was reported to nevro that a patient was admitted to the hospital for pneumonia. During the hospital stay, it was determined that the patient's ipg site was infected. The patient was given IV antibiotics. Follow up report indicated that the patient is currently recovering and the device has not been explanted.

Manufacturer narrative:
The device was explanted but was not returned for analysis. Follow up report indicated that the patient has recovered from the explant procedure. Device was not available for return.